Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient received inappropriate high voltage shock due to noise. Review of the session records noted dropped in sensing, decreased pacing lead impedance and noise. High capture threshold was also observed. The noise was not reproducible with arm movement. Lead dislodgement was suspected. The lead was explanted and replaced. Patient was stable post procedure.